Event description:
It was reported during the implant procedure that the guide wire perforated the lead just before the second bend in the tip end. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found, however, a visual inspection revealed: all insulators perforated (stylet/guidewire).